Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and heart disease on an unknown date. The customer's blood glucose level was 500 mg/dl to 600 mg/dl the customer was assisted with troubleshooting. The customer was treated with insulin during hospitalization. The device will not be returned for analysis.